Event description:
Attorney reported a pt claims to have had a problem with her lumbar hardware beginning on (B)(6) 2011.

Manufacturer narrative:
Subject device has not been identified as a synthes device. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.